Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a horizontal anatomy measuring to be 49 degrees. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. During the procedure, at 80 percent deployment, the valve was released at a depth of 5mm on the non-coronary cusp (ncc). It was noted that the valve was recaptured more than two times. On angiography, after the release, the depth was observed to be 13mm, as a result, an adequate sealing was not achieved. A 29mm, non-abbott was selected for implant and able to be implanted. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The implanter believes since the ascending aorta diameter was narrow and the left ventricular outflow tract (lvot) diameter was wide, the device may have been pushed inward as it expanded. The patient was in a stable condition.